Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On (B)(6) 2005many years later legal complaint states that the patient suffered significant harm, conscious pain, and suffering, physical injury and bodily impairment resulting permanent physical deficits, permanent and other sequelae likely to continue manifesting in the future. No further information has been provided.